Event description:
The customer observed falsely decreased architect stat troponin-I result for one patient that repeated higher on another instrument. The initial result was not reported out of the lab. The customer had an issue with the sample probe going down into a gel tube. The outside of the probe was cleaned but the customer did not clean inside the probe with a stylet and did not perform any flushing procedure prior to continued testing. The following data was provided: normal range: 0 - 0.4 ng/ml. Sid (B)(6) initial result = 0 ng/ml, repeat result (different instrument) = 2.3 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The customer observed the sample probe enter the gel of a sample tube and cleaned the outside of the probe but did not clean the inside with a stylet or perform any instrument flushes. The abbott representative assisted the customer with replacing the architect probe which resolved the issue. The architect probe was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the probe replacement. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(4). A review of tracking and trending of the immunoassay systems did not identify any trends for architect i1000sr, or the architect probe with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(4) or the architect probe was identified.